Event description:
During morning checkout, a site reportedly noticed a burning smell, heard arcing sounds, and saw smoke coming from the power cord. The power cord was unplugged and the outlet was reportedly melted. There was no report of injury or patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.